Manufacturer narrative:
###A supplemental is being submitted for additional information. Updated sections: - b5.desc evt problem - imf (annex f) health impact investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had initially presented with symptoms of clouding of consciousness and speech disorder. A c omputerized tomography (CT), and blood test for lactate dehydrogenase (ldh), international normalized ratio (inr), ¿aptz¿, and hemogram were performed but the results were not provided.

Event description:
It was further reported that the patient expired approximately two months and a half after hospitalization. The patient was unable to be operated for a vad exchange due to the severe cva and was deceased due to heart failure.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b2 outcome attributed to adverse event - b2 date of death - b5.desc evt problem - h1. Type of reportable event - h6 patient codes (ime/annex e) - h6 imf (annex f) health impact - h10. Addt manufacturer for MDR (update associated device codes) additional products: (B)(6) ¿ controller 2.0 h6: patient ime code(s): e014302 h6: imf code(s): f02, f21 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed sudden decrease in power consumption and estimated flows leading to parameters below the normal operating range with a return to baseline parameters on (B)(6) 2023; one (1) low flow alarm was logged on (B)(6) 2023. Log files then revealed a slight sustained decrease in estimated flows beginning on (B)(6) 2023, followed by a sudden decrease in power consumption and estimated flows below the normal operating range on (B)(6) 2023 and then a subsequent sudden increase in power consumption and estimated flows leading to parameters above the normal operating range; eight (8) low flow alarms were logged between on (B)(6) 2023, and five (5) high watt alarms were logged on (B)(6) 2023 since 07:46:38. Review of the alarm log file then revealed one (1) vad disconnect alarm and six (6) vad stopped alarms logged on (B)(6) 2023. The vad disconnect alarm that was logged at 10:20:32 was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. This was followed by a vad stopped alarm logged at 10:20:54, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was then followed by multiple additional vad stopped alarms indicating a failure of the pump to restart after multiple attempts. As a result, the reported low flow, high power, vad stop, and failure to restart events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Possible causes of the vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA: pr00550440 is investigating controller losses of synchronization of commutation. Information received from the site indicated that, in addition to the low flows, high power, and vad stopped alarms events, the patient was hospitalized due to ventricular assist device (vad) thrombus. It was stated that the vad thrombosis was due to the cessation of anti-coagulation therapy. The patient was given a heparin infusion and was subsequently discharged. Three days after discharge, the patient was admitted to the intensive care unit (ICU) due to a large intracranial hematoma/hemorrhagic cerebrovascular accident (cva). It was further reported that the patient had initially presented with symptoms of clouding of consciousness and speech disorder. A computerized tomography (CT), and blood test for lactate dehydrogenase (ldh), international normalized ratio (inr), ¿aptz¿, and hemogram were performed but the results were not provided. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 / d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2018 / serial or lot#: (B)(6) / UDI#: (B)(4) / d9: no / h3: yes / h4: mfg date: 31-may-2017 / h5: no / h6: patient ime code(s): e0514, d0133 h6: imf code(s): f1203, f0801, f2203, f2303 h6: img code(s): g04035, g0200701 h6: FDA device code(s): a07 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19, c02 h6: FDA conclusion code(s): d10, d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the manufacturer received product performance data and the controller subsequently tested out-of-specification during manufacturer's analysis.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed sudden decrease in power consumption and estimated flows leading to parameters below the normal operating range with a return to baseline parameters on (B)(6) 2023; one (1) low flow alarm was logged on (B)(6)2023. Log files then revealed a slight sustained decrease in estimated flows beginning on (B)(6) 2023, followed by a sudden decrease in power consumption and estimated flows below the normal operating range on (B)(6) 2023 and then a subsequent sudden increase in power consumption and estimated flows leading to parameters above the normal operating range; eight (8) low flow alarms were logged between (B)(6) 2023 and (B)(6) 2023, and five (5) high watt alarms were logged on (B)(6) 2023 since 07:46:38. Review of the alarm log file then revealed one (1) vad disconnect alarm and six (6) vad stopped alarms logged on (B)(6) 2023. The vad disconnect alarm that was logged at 10:20:32 was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. This was followed by a vad stopped alarm logged at 10:20:54, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was then followed by multiple additional vad stopped alarms indicating a failure of the pump to restart after multiple attempts. As a result, the reported low flow, high power, vad stop, and failure to restart events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Possible causes of the vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Information received from the site indicated that, in addition to the low flows, high power, and vad stopped alarms events, the patient was hospitalized due to vad thrombus. It was stated that the vad thrombosis was due to the cessation of anti-coagulation therapy. The patient was given a heparin infusion and was subsequently discharged. Three days after discharge, the patient was admitted to the intensive care unit (ICU) due to a large intracranial hematoma/hemorrhagic cerebrovascular accident (cva). It was further reported that the patient had initially presented with symptoms of clouding of consciousness and speech disorder. A computerized tomography (CT), and blood test for lactate dehydrogenase (ldh), international normalized ratio (inr), ¿aptz¿, and hemogram were performed but the results were not provided. Additional information received from the site indicated that the patient expired approximately two months and a half after hospitalization. The patient was unable to be operated for a vad exchange due to the severe cva and was deceased due to heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files and additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient was hospitalized due to ventricular assist device (vad) thrombus. It was stated that the vad thrombosis was due to the cessation of anti-coagulation therapy. The patient was given a heparin infusion and was subsequently discharged. Three days after discharge, the patient was admitted to the intensive care unit (ICU) due to a large intracranial hematoma/hemorrhagic cerebrovascular accident (cva). It was noted that the vad exhibited a low flow alarm and then a high power alarm. Later, the vad exhibited a vad stop alarm and stopped completely. The vad subsequently would not start. The vad remains implanted but out of service. No further patient complications have been reported as a result of this event.